Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the hysterosalpingography procedure following a failed hydrotubation. Two silicone balloon hysterosalpingography injection catheters would not deflate. A third silicone balloon hysterosalpingography injection catheter was used to complete the procedure. There were no adverse effects reported due to the event and no report of an additional procedure.